Event description:
It was reported that the patient with this implantable pacemaker device experienced a lot of pain since implant, cannot sleep at night, uncomfortable, flipping around the pocket and hot under the skin. Additional information from the field indicated that the patient also manifested twiddler's syndrome. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the h6: patient code, e1: initial reporter facility name, initial reporter address 1, initial reporter city and b2: outcomes attrib to adv event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable pacemaker device experienced a lot of pain since implant, cannot sleep at night, uncomfortable, flipping around the pocket and hot under the skin. Additional information from the field indicated that the patient also manifested twiddler's syndrome. The device was explanted. No additional adverse patient effects were reported.